Event description:
The customer contacted physio-control to report that while performing preventative maintenance on their device it powered off by itself. The biomed attempted to power the unit back on and it had a white screen, never completing the full boot up sequence, indicating a device lock-up. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.physio further examined the removed sc pcb assembly and determined that the cause of the reported failure was an integrated circuit (ic) chip, designator u61. The failure caused the device to be frozen with a white screen and would not allow the unit to complete the boot-up cycle.the removed ui pcb assembly was an ancillary removed part and there was no failure of this assembly.